Event description:
Complainant alleged that the clinicians were treating a 59 year old male pt during open heart surgery, but the defibrillator displayed a "paddle fault" error message when the autoclavable internal handles were connected to the defibrillator. The clinicians were able to obtain another set of internal paddles to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.